Event description:
It was reported that the colonovideoscope exhibited a noisy screen during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: causes such as damage or deterioration of parts, environmental problems, optical problems, interoperability problems, overheating problems, and electrical problems, like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.